Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid 40mg/l; 8 via an implantable pump. Indication for use was non-malignant pain, failed back surgery syndrome and chronic low back pain other medication was no opioid oral. Patient weight and medical history was asked but was unknown. The date of the event was (B)(6) 2017. It was reported the pump stopped, in safe state; reset occurred. No symptoms were reported. The pump was put on low rate and oral was given. Troubleshooting consisted of the 8840. There were no environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention was planned but was not scheduled. The issue was not resolved. Patient status was alive; no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the pump stop; safe state and reset was not determined. The pump stop, safe state and reset has not been resolved. Surgery for replacement will be needed. The pump replacement has not been scheduled as they were waiting for prior authorization.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient experienced withdrawal symptoms, and pump replacement had not been scheduled yet but was planned for late (B)(6) 2017.

Manufacturer narrative:
Checked hcp as a report source. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.